Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. However, the customer's stated problem was able to be verified in event history log and downstream occlusion was visible and contained fluid ingression. Device passed all functional tests. Further investigation of the pump found that the downstream occlusion sensor was damaged by fluid ingression and is the root cause of the issue. The downstream occlusion sensor will be replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached". No patient was involved in this event and no adverse effects were reported.